Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received therapy. Caller requested support to understand the event. Episode reviewed by technical services. Explanation provided. There is evidence to suggests inappropriate therapy. Atp and shocks delivered. Exhausted therapy. Device reprogrammed. Remains in service. No adverse patient effects were reported.